Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with a different balloon catheter and a different console. A new catheter was opened to resolve the catheter recognition issue intraoperatively.

Event description:
It was reported that during a cardiac ablation procedure, the console was not recognizing the catheter. The outcome of this case is unknown. During a later servicing, a system notice was received indicating that the refrigerant delivery path was obstructed and a system notice was received indicating that there was a problem with the refrigerant port. The system was vented several times and the tank was replaced, but then it was noted the temperature was changing by more than 5 degrees, preventing the system purge. The temperature was calibrated without resolution. During an exhaustive physical inspection, blood was found on the coaxial port, bloodbottle, and tubing between them. The console was deemed not suitable for use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.